Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient developed an infection at the needle entry port at the lead site with symptom of redness. The patient was treated with antibiotics. It was stated that the infection was not device or procedure related. The patient was reportedly doing well.